Event description:
It was reported that difficulty was encountered advancing the coil to the posterior inferior cerebellar artery aneurysm (pica) through a 170cm microcatheter; the physician used a clamp to push on the delivery wire to reach and deploy the coil. The physician realized that there was not enough usable length at the proximal end of the delivery wire to insert the detachment system and as the coil was being withdrawn resistance was encountered and the coil stretched. As the physician attempted to remove the coil and microcatheter as a unit; the coil detached. Approximately 8-10cm of the coil proximal end protruded into the left vertebral artery (va). The physician ended the case and no clinical consequences to the patient were reported due to this event.

Event description:
It was reported that difficulty was encountered advancing the coil to the posterior inferior cerebellar artery aneurysm (pica) through a 170cm microcatheter; the physician used a clamp to push on the delivery wire to reach and deploy the coil. The physician realized that there was not enough usable length at the proximal end of the delivery wire to insert the detachment system and as the coil was being withdrawn resistance was encountered and the coil stretched. As the physician attempted to remove the coil and microcatheter as a unit; the coil detached. Approximately 8-10cm of the coil proximal end protruded into the left vertebral artery (va). The physician ended the case and no clinical consequences to the patient were reported due to this event.

Manufacturer narrative:
It was reported that the patient was suffering of left side numbness; however, the physician informed that it was probably due to the patient's presenting condition and not to the reported event. The physician communicated that there was no fault with the coil, rather in retrospect it was probably from using a 170cm microcatheter that was not designed for neurovascular coiling.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. Information available indicated that, the microcatheter was ovalizing due to vessel tortuosity, resistance was experienced during advancement within a non-compatible length (170cm) microcatheter, and resistance was encountered upon removal resulting in stretching and detachment. It is probable that procedural factors encountered limited the performance of the device during procedure. Therefore, a root cause of operational context has been assigned to this event.